Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the front panel of the ventilator was no longer working. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
B.4: 31oct2018. G.4: 30oct2018. Please note this submission is follow-up #2. The customer returned the front bezel to philips for evaluation. The navigation ring was built prior to 31aug2016 and the design has since been updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10: the customer returned the front bezel to philips for evaluation. Failure investigation was not performed as the navigation ring was built prior to (B)(6) 2016, and the design has since been updated due to increased occurrences of v60 2nd generation nav-ring failures.